Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a torn pipe protecting the forceps elevator wire, distal end insertion unit needed replacement, chipped light guide lens glue, chipped charged coupled device lens glue, plastic distal end cover with a sharp edge, distal sheath with glue with separation, a scratched universal cord, connecting tube, and grip unit, a wrinkled connecting tube, peeled paint on the air/water nut and suction cylinder nut, a short charged coupled device unit cable length, and angulation at less than the specified value. The olympus engineer determined that the defect was caused by natural wear and tear of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had tearing of the elevator wires. The issue was found during reprocessing. There were no reports of patient harm.